Event description:
The lay user/patient contacted lfs alleging missing results on his one touch ping meter. The patient did not exhibit any symptoms or seek any medical attention due to the reported issue. The meter is not a new product (out of box) and the patient denied any meter trauma. The product is replaced. The complaint is being reported since the patient alleged missing results in the meter memory.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.